Event description:
Complainant claims the patella prosthesis broke.

Manufacturer narrative:
Annual baseline was done on 3/31/1998. The device history records were reviewed and no problems were found. Review of the x-rays did not reveal the cause of the reported breakage. If additional info is received, a follow-up report will be submitted.